Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power on) was confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger would not power on. The pt was provided with a replacement battery charger.